Event description:
Eight months after undergoing a (pci) percutaneous cornary intervention, the pt was admitted with a 80% and 70% in stent stenosis of the proximal circumflex and the mid left anterior descending artery. The lesions were without thrombus, and the timi flow was there. The lesions were treated with pci, and after the procedure, the pt recovered. The event was related to the procedure. This pt in the dessert study experienced restenosis post implantation of a bx sonic stent. Restenosis is a potential adverse event associated with coronary artery. Stenting the desser study examines restenosis rates of diabetic pt's receiving either a cypher or bx sonic event. No other pt history is available. One stent was implanted in the pt's proximal circ. No details regarding the index procedure or vessel/lesion characteristics were provided. The restenosis was detected during 8-month follow-up angiography. Treamtment included further stenting; the pt was rpeorted to have "recovered" . A new significant lesion in the pt's med-lad was identified during the same follow-up angiography.